Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Additional information: narrative - it was reported that the patient a total pelvic floor repair procedure and a partial colectomy via laparotomy to treat a rectal prolapse. Subsequent to the surgery, the patient developed a hematoma in the laparotomy wound that was surgically drained. The patient also developed a fever for which she received antibiotics and steroids. The patient had been afebrile for a couple of weeks. The surgeon opines that according to his clinical examination the healing of the pelvic floor mesh was considered normal.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and pelvic floor mesh was implanted. The patient experienced a post operative fever and was readmitted to hospital for steroid therapy. Infectious disease consulted with the patient and reported that the device may be the cause of infection.